Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While customer was going to the emergency room for "chest pains due to previous heart issues", it was discovered that they had an elevated blood glucose (bg) level of 800s mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.